Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood visible on the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during an emergency pci (percutaneous coronary intervention) when the interventionist tried to insert the intra-aortic balloon (iab) at the groin puncture site, the iab could not be inserted further than 2cm. The customer stated that the iab was opened and prepped according to the standard recommendation and it was flushed as well as negative pressure applied. After a few attempts a new iab was used and inserted without difficulty. The indication for use was the emergency pci as well as an ami (acute myocardial infarction). There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during an emergency pci (percutaneous coronary intervention) when the interventionist tried to insert the intra-aortic balloon (iab) at the groin puncture site, the iab could not be inserted further than 2cm. The customer stated that the iab was opened and prepped according to the standard recommendation and it was flushed as well as (B)(6) pressure applied. After a few attempts a new iab was used and inserted without difficulty. The indication for use was the emergency pci as well as an ami (acute myocardial infarction). There was no reported injury to the patient.

Manufacturer narrative:
Additional information: product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).record # 169582.

Event description:
It was reported that during an emergency pci (percutaneous coronary intervention) when the interventionist tried to insert the intra-aortic balloon (iab) at the groin puncture site, the iab could not be inserted further than 2cm. The customer stated that the iab was opened and prepped according to the standard recommendation and it was flushed as well as negative pressure applied. After a few attempts a new iab was used and inserted without difficulty. The indication for use was the emergency pci as well as an ami (acute myocardial infarction). There was no reported injury to the patient.